Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). It was initially reported that an asahi gladius 14 guide wire got stuck with a concomitant balloon catheter. When the subject guide wire was returned to the manufacturer on may 25, 2025, however, device evaluation suggested that the subject device was an asahi gaia next 3 guide wire instead of the reported gladius 14 guide wire. After confirmation with the foreign distributor, it was concluded that the manufacturer date of awareness was the date when the device affected by the event was identified as the gaia next 3 guide wire, which was june 5, 2026. Investigation result: the reported gaia next 3 guide wire was returned for investigation together with its concomitant balloon catheter. The returned gaia next 3 guide wire was found deformed in a loop-like shape. The core wire of the subject guide wire was found detached together with the inner coil at approximately 146mm distal to the proximal solder (set at 150mm from the wire tip to fix the outer coil onto the core wire). As the distal tip was observed at the very distal end of the guide wire, it was confirmed that the outer coil was intact. Observation of the distal segment of the guide wire by microscope and scanning electron microscope (sem) of the distal segment of the subject gaia next 3 guide wire found that the core wire fracture end was necked and the fracture surface had dimples. The fracture ends of the inner coil strands were found necked. When the outer coil was removed to observe the distal core wire segment, a core wire fragment of approximately 3mm in length wrapped with the fractured inner coil came out. Observation by microscope and sem found that the core wire fragment was twisted for approximately 2mm from its distal end. Both of the distal end proximal fracture ends of the core wire fragments were found necked with fracture surfaces with dimples. Observation of the vey distal end of the guide wire by microscope and sem found a necked fracture end of the core wire and a fracture surface with dimples. Measurement of the returned gaia next 3 guide wire suggested that the core wire together with the inner coil was fractured at approximately 1mm and 4mm from the wire tip. The concomitantly used balloon catheter that was returned with the subject gaia next 3 guide wire was found intermittently deformed in a loop-like shape with crushed shaft lot history record review: lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Conclusion: based on the obtained information and investigation outcome, it was presumed that tension generated with guide wire manipulation might have been locally applied to the subject gaia next 3 guide, wire while the distal segment of the guide wire had been caught due to anatomical and lesion conditions. Consequently, the core wire was fractured. As tension was further applied during withdrawal attempts, the inner coil was fractured. The reported stuck of the guide wire with the concomitant balloon catheter could be attributed to the damage and deformation caused to the distal segment of the guide wire. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] the coil section is especially fragile, so do not bend or pull it more than necessary. Otherwise, the guide wire may be damaged. Always advance and withdraw the guide wire slowly. Observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise, damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. If resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel. [Malfunctions and adverse events] removal difficulty of guide wire separation or breakage of the guide wire.

Event description:
It was reported that plain old balloon angioplasty (poba) was performed for a mildly calcified and less than 75% stenotic lesion in the proximal and mid anterior tibial artery. An asahi gaia next 3 guide wire was used with an ultraverse 018 balloon catheter (becton dickinson). The guide wire and balloon catheter got stuck to each other. When the subject gaia next 3 guide wire was withdrawn, deformation of the tip was observed. Subsequently, it was exchanged for an asahi halberd 14 guide wire. The last guidewire requested by the operator was an asahi gladius 14 guide wire. Revascularization was achieved and the procedure was completed. It was informed that no health hazard was caused to the patient.